Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. The technician observed that the customer's device had logged an event code in the memory which is related to a potential issue of the device deliver energy. After clearing the codes and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issues could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on.there was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.